Event description:
At 8 cm of distal tip of catheter "melted off" and was retained in the pt. Subsequent fluoroscopy demonstrated that the catheter tip was in the proximal gsv right below the sfj. Decision was made to remove it and cut down was required.

Manufacturer narrative:
Initial investigations have revealed that the first site marker (closest to the distal tip) was not adhered to the fiber and therefore, could slide up and down the fiber. This could result in the fiber being incorrectly located within the catheter. This investigation is on-going as the fault has been referred to the fiber MFR for further investigation and corrective action. A f/u report will be sent upon receipt of the fiber manufacturers investigation report.